Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after an interventional procedure. Reportedly, when the plunger was pulled back, the suture broke. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned with the complete suture loaded in the device with the knot unraveled. Base on the return of the suture unbroken the reported suture break in not confirmed. The evaluation indicated a posterior needle tip to cuff miss occurred. As evidenced by the return of the posterior cuff loaded in the foot pocket with its tabs intact. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.